Manufacturer narrative:
No button error alarm during testing. The insulin pump had unresponsive esc, act and down buttons due to corroded keypad traces. The insulin pump was unable to perform any tester verify unexpected restart alarm due to unresponsive button. The insulin pump had minor scratched lcd window, scratched case and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm and an unexpected restart alarm. The customer's blood glucose was 141 mg/dl at the time of call. The customer stated that she fell on the insulin pump. The customer stated that the unexpected restart alarm was unable to be cleared. The customer stated that the down button was lifted. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.